Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal was involved in a needlestick during use. The following was reported by the initial reporter: "it was reported that the syringes bend during the injection and when drawing from the vial. Also, the consumer poked herself. Verbatim: pet owner reported everyday the syringe needles are bending during injections. Stated the needle also bends when trying to draw insulin from the vial. Stated she poked herself with them as well."

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal was involved in a needlestick during use. The following was reported by the initial reporter: "it was reported that the syringes bend during the injection and when drawing from the vial. Also, the consumer poked herself. Verbatim: pet owner reported everyday the syringe needles are bending during injections. Stated the needle also bends when trying to draw insulin from the vial. Stated she poked herself with them as well."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0083518. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200886335, 200886538] noted that did not pertain to the complaint. H3 other text : see h.10.